Event description:
Ventral patch would not open when the surgeon pulled on the strings against the anterior abdominal wall. Another patch of same type was used with no problems.======================manufacturer response for ventral hernia patch, proceed ventral patch (per site reporter).======================reporter not aware of response.